Manufacturer narrative:
Evaluation results: root cause undetermined. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Root cause undetermined. (B)(4).

Manufacturer narrative:
Evaluation results: component/subassembly failure - manufacturing issue identified ¿ hub leakage. Evaluation conclusion: device failure directly contributed to event-manufacturing issue identified -hub leakage. (B)(4).

Event description:
Device evaluation the device was visual inspected and traces of radio opaque solution were detected on the balloon and in the inflation line. The balloon was unfolded (due to previous inflation). A manometric syringe filled by water was connected to the inflating luer and pressure was applied. The balloon was inflated at 8 bars however pressure decreased due to a tiny leakage detected from the bonding between shaft and the luer. There was no evidence of a leak or burst detected on the balloon of the device. Keeping the syringe downwards, vacuum was drawn and wait for at least 15 sec but air bubbles continued to rise from the device. No other abnormalities detected on the device

Event description:
Using the cross-over approach the physician was attempting to use an amphirion deep otw pta balloon catheter to treat a lesion in the anterior tibial artery. The lesion exhibited stenosis. No abnormalities noted during inspection and preparation of the amphirion device prior to use. No resistance noted with accessory equipment or advancing the device to / across the target lesion .when the balloon was inflated to 13 bar the needle on the inflation device dropped i.e. Lost pressure. All connections, syringe and inflation device were thoroughly checked and it was identified, that the balloon leaked at the connection between the shaft and the inflator connection. No patient complications reported. Another medtronic balloon was used and the procedure was completed successfully.